Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse verified system performance and was unable to locate the fluid leak. The customer cleaned the drip trays and continued using the unit with no additional fluid detected. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported a small amount of fluid leaked on to the drip trays involving coulter lh 750 hematology analyzer. The fluid was contained within the unit. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.